Manufacturer narrative:
The device was placed in the eccentricity fixture and inflated until it formed a seal and would not move. The pin on the fixture is in the clear zone which means the eccentricity is acceptable. Water was introduced through the device lumens and the water flows from where it should. There are no other defects detected with this device. Note: this device was returned with a second device of a different lot number that was eccentric. It was put into complaint and reported on (#1713910-2009-00075).

Event description:
C-ca-h9-3315 - endoclamp aortic catheter - eac 100cm component - eccentric balloon eccentric balloon- very large aorta on patient; prolonged pump time; slow recovery, had to shock patient several times. Patient is stable and no other complications. Customer relates the eccentricity to the prolonged operative time, i.e. They had to re-position the balloon multiple times, etc. And that extended time lead to complications.